Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of jaws would not work. There was no trouble found. The instrument was put on an in-house da vinci system and the grip opened and closed properly. The instrument moved intuitively with full range of motion in all directions. Failure analysis investigation also found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the jaws on the prograsp forceps instrument were opening and closing when testing, once it was inserted it would not work. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.